Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found the reported call service alarms on the day of the complaint. On investigation, the pump powered on with the appropriate audible and vibratory functions. Time and date was correctly set. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. When the pump casing was opened to further investigate, there was no evidence of moisture or corrosion. Additionally, no anomalies were found with the power circuit or any of the connectors. The investigation confirmed but was unable to duplicate the reported call service alarm issue.